Manufacturer narrative:
His MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device evaluated in the field and the issue was confirmed; the device had bent components. The devices were repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction event(s), where it was reported the cot dropped and was difficult to load or unload. There was no patient involvement.